Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was inserted into a pt for the treatment of an unknown lesion. Initial implant and lesion morphology info was not reported. Approximately 48 months post initial stent implant, the pt stated that there was blood in their stool. The pt's hemoglobin and hematocrit were low. The pt received 2 units of blood. No add'l info has been obtained. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B)(4): eval results: unk if the pt was on anti-platelet therapy.